Event description:
It was reported the pt had not used or charged her ipg since (B)(6) 2012 and she consequently lost stimulation. She reported she could not longer establish communication between her ipg and external devices. It was reported the sjm rep plans to meet with the pt. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.